Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was determined that the one of the supply bags disconnected from the end of a supply line. The patient was not sure that they had connected the bag correctly. The technical services representative assisted the patient with clearing the alarm and ending therapy. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag had disconnected without falling which is a known cause of the reported alarm. Based on the available information, the direct cause for the reported system error 2240 alarm was determined to be supply bag disconnected without falling. Should additional relevant information become available, a supplemental report will be submitted.